Manufacturer narrative:
The product was just returned to manufacturer on 4/13/2009; however, the investigation has not yet begun. A supplemental report will follow.

Event description:
Procedure type: gastric bypass (bariatric). According to the reporter: adhesion formation and scar tissue formation were found at site where product was used during surgery. In addition, early post-operation bowel obstructions led to a re-operation. There was no tissue damage or patient injury and no bleeding reported.